Event description:
Welch allyn tech support reported that the ed system was stuck in a reboot loop. With guidance from tech support, the customer rebooted the system without issue. Tech support could not gather log information to investigate because this customer does not have dialup modem access available. The complainant thought that the system had been down for approximately 2.5 hours. The complainant would not divulge any patient ID information.

Manufacturer narrative:
No evaluation or investigation possible because the customer did not return the device and had no remote access by which we could download logs.